Event description:
It was reported that the caregiver observed fluctuating glucose levels with episodes of low blood glucose in a pediatric user on ilet with dexcom g7, coinciding with increased summer activity, inconsistent meal announcements, and concerns about device maladaptation; the caregiver was guided through a full factory reset and counseled on timely meal announcements, activity management, spacing meals, and consistent carbohydrate intake. Symptoms included hypoglycemia that required oral glucose. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included a customer interview, troubleshooting, and user education. Investigation of this case revealed user-related factors consistent with missed or late meal announcements and unpaused insulin during activity, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.